Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that they had low results for multiple tests measured on the e602 analyzer. The issue was discovered after the customer ran a correlation sample and quality controls. Samples were repeated and results were corrected for 3 patient samples. Of the three samples, two had results for human chorionic gonadotropin, stat (short turn around time) - hcg, testosterone (testo), and thyroxine (t4) that are reportable as a malfunction. The first sample had an initial hcg result of 36377 miu/ml, a testo result of 846.4 ng/dl, and a t4 result of 14.72 ug/dl. The initial results were reported outside of the laboratory. The sample was repeated on a different e602 analyzer, resulting as 54652 for hcg, 573.9 ng/dl for testo, and 7.91 ug/dl for t4. The repeat results were believed to be correct and a corrected report was issued. The second sample had an initial teso result of 122.2 ng/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 76.15 ng/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The lot numbers and expiration dates of the hcg, testo, and t4 reagents were asked for, but not provided. The field service representative determined that a dispense probe was bent. He straightened the probe. The customer successfully ran all quality controls, with results that were within customer established ranges.